Event description:
A discordant, elevated advia centaur cp progesterone (prge) result was observed by the customer during a series of tests performed on one patient. A patient initially produced a result of <0.5 ng/ml, which triggered repeat testing according to local protocol. Upon repeat, the sample produced a result of 4.71 ng/ml. This higher result was considered discordant, as three additional tests produced results which agreed with the initial result. The lower measurement (0.50 ng/ml) was accepted as correct, and reported to the physician. There are no reports of adverse health consequences due to the discordant, high advia centaur cp progesterone (prge) result.

Manufacturer narrative:
A united states customer reported observation of a discordant, elevated advia centaur cp progesterone result, and noted that no other issues were observed. Quality control (qc) testing results were within acceptable ranges at the time. Siemens is investigating. Within the limitations section of the product's instructions for use (IFU), the following is stated: "for diagnostic purposes, the results should always be assessed in conjunction with the patient's medical history, clinical examination and other findings. If the progesterone results are inconsistent with clinical evidence, additional testing is suggested to confirm the result."

Manufacturer narrative:
Siemens healthcare diagnostics filed MDR 1219913-2021-00497 on 2021-12-01. Additional information, 2021-12-06: siemens has concluded the investigation. A united states customer reported observation of a falsely elevated and discordant patient result when using the advia centaur cp progesterone (prge) assay. A result of 4.71 ng/ml was discordant relative to an initial result of 0.42 ng/ml and repeat results of 0.47, 0.46, and 0.50 ng/ml. The result of 4.71 ng/ml was considered discordant although patient medical information was not provided. Prge calibration and quality control results were acceptable at the time of the testing. The observed issue appears to be isolated to a single test replicate for one sample. Siemens is unable to definitively determine the cause of this discrepant result. Contributing factors such as sample handling and/or sample integrity cannot be ruled out. Quality control was in range, and no issues were noted with other patient samples, indicating that the instrument and reagents were performing acceptably. Repeat of the same sample yielded expected results. Based on the results of the investigation, return of the patient sample is not warranted. A potential product issue has not been identified, and the customer is operational. No additional action is required. Note: in section h6, the investigation findings and investigation conclusion codes have been updated based on the investigation results.